Manufacturer narrative:
(B)(4). Final analysis found an insulation abrasion at 35.2 35.3 from the distal tip, breaching the outer insulation and exposing the outer coil. Abrasions are consistent with constant friction with another implantable device.

Event description:
It was reported that the pulse generator recorded multiple episodes of atrial lead noise. The lead was explanted and replaced. No patient symptoms were noted.